Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of 55 mg/dl. Food and juice were consumed to address the low bg. The customer indicated that the basal noon setting had been inadvertently entered incorrectly into the pump. Tandem technical support assisted the customer with correcting the settings.